Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip caught on the leaflet and difficult clip deployment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. A second clip delivery system (cds) was advanced to the mitral valve, but became stuck with the leaflets and the chordae. The clip was able to be freed and positioned at the lateral portion of a2p2. The deployment sequence was started, but when rotating the actuator knob 8 times, the actuator mandrel protruded proximally from the device. Troubleshooting was performed and the clip was able to be deployed, reducing the mr to 3+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and without the device to analyze, a definitive cause for the reported difficulty to remove the clip from anatomy as it got stuck in the chordae and leaflets, difficult to deploy the clip and material protrusion of the actuator mandrel cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.